Manufacturer narrative:
The actual device was not received for evaluation. During evaluation of a photo sample, tissue was observed to be everted over the pins of both rings. The rings appeared to be successfully approximated and joined, although they appeared to be slightly misaligned. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a photo sample, it was observed that a 2.5mm coupler had misaligned rings. The rings appeared to be successfully approximated and joined, although they appeared to be slightly misaligned. There was no report of patient injury or medical intervention associated with this event. No additional information is available.